Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple noise episodes were observed on a merlin.net transmission. The patient received inappropriate atp and high voltage therapies. It was suspected that the noise was caused by external interference but the source was not determined. The noise led to inhibition of pacing. The patient reported passing out in a bar, but could not remember when. Noise was not reproducible. The physician adjusted the max sensitivity to offset pacing inhibition. Inappropriate ams episodes were observed during the visit due to far field oversensing. The physician elected to do nothing at this time. The patient medical condition was good.